Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited loss of capture and p-wave amplitude variation. While attempting to retrieve the device, there were difficulties docking it to the delivery catheter. Ultimately the device was retrieved, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to capture, connection problem and sensing problem were not confirmed. Visual inspection of the device found the outer helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Analysis performed, including output verification and sensitivity test found no anomaly contributing to reported event of capture or sensing problem. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.